Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was being implanted. During deployment of the closure device, the closure device punctured the laa, and the patient experienced a pericardial effusion. Surgery was performed to repair the laa. The patient was expected to fully recover from the event.